Manufacturer narrative:
Device eval 1 of 2. Please see MFR report #1627487-2010-02553 for eval of device 2. Eval - method: the device history and sterilization records were also reviewed. Results: the leads were cut up and discarded when they were explanted, so no analysis can be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02553 for device 2. On (B)(6) 2009, the pt was implanted with an scs system. In (B)(6) 2010, the pt lost stimulation. Diagnostics run on the pt's leads were giving high impedances and stimulation could not be achieved. X-rays were taken and no fracture or migration were observed. On (B)(6) 2010, the leads were explanted and discarded. During the revision, the clinical specialist could not establish communication with the ipg via the programmer. He tried to charge the ipg with the pt's charger and his demo charger but was unsuccessful. The pt informed him that she has not tried to charge the ipg since losing stimulation in may. The pt's ipg was also replaced and stimulation was recaptured.